Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 2 patient samples on a cobas pro ise analytical unit. On (B)(6) 2024, sample 1 had an initial na result of 150 mmol/l and an initial k result of 4.6 mmol/l. The sample was repeated and the na result was 138 mmol/l and the k result was 5.1 mmol/l. On (B)(6) 2024, sample 2 had an initial na result of 135.1 mmol/l and an initial cl result of 90.0 mmol/l. The sample was repeated and the na result was 121.7 mmol/l and the cl result was 120.0 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) changed the electrodes. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.